Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): (catalog number, serial number, UDI number, exp date).

Event description:
As reported, approximately 4½ years postop the initial implant, this (B)(6) y/o female patient received a left total knee replacement on (B)(6) 2016. The patient returned to the off recently complaining of instability. There were no disclosed events mentioned by the patient. A poly swap was scheduled and completed. There was sufficient laxity to increase the insert to a 15mm thickness. A psc was used for added stability. Patient was last known to be in stable condition following the event. Device will not return due to facility policy.